Event description:
It was reported that a patient presented with back-up vvi mode noted due to use in a magnetic resonance imaging environment. The device was restored. No adverse patient consequences were reported.